Event description:
It was reported that upon trying to read measured data the message -data not read- was displayed. No previous measured data was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.